Manufacturer narrative:
The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device's safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. In this case, error e433 was most likely caused by a defective generator board. A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020 . As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced generator was returned to the service center with the corresponding power cable. The evaluation confirmed the reported, ¿error code e433¿ due to a faulty generator board (version 14 plus). The unit needs software upgrade ; there are minor scratches on the housing/top cover and front panel. Additionally, the error log contains multiple cases of errors e433, e006 and e486. The e006 and e486 errors were not duplicated during evaluation. The customer did not send in any accessories for testing. Possible causes or error e006 are from the use of non-conductive fluid during a bipolar cutting procedure, the electrode is not fully inserted and or insufficient contact may occur which can cause error e006 as well as damage to the electrode. Error e486 occurs when activating the universal port output while the esg-400 does not detect an instrument is connected to the universal port. Possible causes of error e486 are due to a faulty or damaged wa00014a universal cable. The device was repaired to standard specifications and returned to the customer. The legal manufacturer conducted a manufacturing and quality control review was performed for subject device and there was no non-conformities associated with this device with respect to the described issue(s). A review of the DHR (device history records) showed, that the device was manufactured according to valid instructions and met all specifications. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The nurse at the user facility reported that during the middle of a transurethral resection of a prostate procedure, the high frequency electro-surgical generator unit had an error code, e433. There were no death, injury, infection, or medical intervention associated with this event. There was a five minute delay as the intended procedure was completed using a similar device. Additionally, there were no other devices replaced during the procedure and no additional error codes. Another footswitch was connected before another was reconnected and the error message did not disappear. This device was inspected before use and there were no abnormalities noted. All settings were correct, and all the connections and cables were secure.